Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event. It was reported from (B)(6) that during a craniotomy for subarachnoid hemorrhage (sah), when the surgeon opened the hole for tenting, it was observed that the drill tip was bent on the drill bit device. According to the report, a second drill bit device was used, but it was observed that the drill bit device was broken. It was reported that the surgical procedure was completed using a third drill bit device. It was reported that a motor device and attachment device were in use at the time of the event. The surgeon stated that the drill was used as usual and the patient¿s bone was not particularly hard. The surgeon also commented that a rolling motion was made during use of the device as the surgeon wanted the drill the hole a little bigger for ease of passing a suture. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected and it was observed that the tip of the device was broken. The cutter was examined and photographed using 28 x magnifications. Based on the photographs taken, the angle indicated that there was excessive force applied. It was determined that the root cause of the broken cutter was due to excessive lateral or side to side force. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.